Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was alleged a call service 060 alarm occurred. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-nov-2018 with the following findings: a review of the pump¿s black box and alarm history showed multiple cs 060 communication error. During testing, the battery compartment was found to be cracked at the threads on the side. The returned battery cap was undamaged and able to fit. Evidence of moisture corrosion was observed in the battery canister. A leak test failed due a battery compartment leak. The pump ez-prime steps were performed correctly however, the pump alarmed with a cs 060 alarm during the duration test. The pump case was removed and moisture corrosion was found to the power circuit board. The complaint of a call service alarm issue was duplicated during investigation.